Event description:
Preoperative dx - right bipolar hip dislocation and disassociation of bipolar components. Pt presented to hosp with above dx and bruise on hip. The head-neck unit installed upon the stem which is firmly cemented into place. The metallic shell and plastic component of the bipolar are still assembled and are located within the buttock area radiographically. Pt required an open revision. Specimen to pathology includes an orthopedic prosthesis consisting of the socket with teflon lining and stall ball joint.